Event description:
A customer obtained a non-reproducible, (B)(6) on a single patient sample while using the vitros 3600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained non-reproducible, (B)(6) results from a single patient sample while using the vitros 3600 system. The investigation could not determine a definitive root cause. An instrument, reagent or user error (the usage of reagent beyond its expiry date) cannot be ruled out as contributing factors.